Event description:
If rptr touches or wears, or is touched by a caregiver with a powdered glove rptr can get the following symptoms: postnasal drip, itchy red, swollen eyes, itchy face, swollen lips, roof of mouth itchy, tightness in chest. Short of breath (this has happened on 2 occasions), and hives on hands) rptr insists caregivers rinse their gloves or put on powder free gloves. Doctor doesn't take the allergy seriously.